Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1020351 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1020351 , test base part number 190-430 / lot: 1020351 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1020351 showed that the complaint rate is (B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1020351 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue, as the logfiles were not provided. Reference MFR. Report: 1221359-2021-00815, 1221359-2021-02238.

Event description:
The customer reported conflicting results with the ID now covid-19 assay for three (3) different lots. This MFR. Report is two (2) of three (3). The customer reported conflicting results with the ID now covid-19 assay performed on (B)(6) 2021. Repeat testing on a different ID now covid-19 assay was performed and generated negative results. Although requested, no additional information, including patient treatment and outcome was provided.